Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"It was reported that staff member reports sustaining a needlestick injury due to incomplete encapsulation of the needle tip. Affected product was disposed of. Nil further has been noticed or reported with this batch on site, there is no concern over technique in use also."